Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient¿s programming history it was observed that a faulted system diagnostics test occurred on (B)(6) 2009 and changed the patient¿s settings from output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.5ma/magnet pulse width=500usec/magnet on time=30sec to unintended settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No patient adverse events were reported to have occurred due to this.